Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that an 840 ventilator with an unresponsive keyboard. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) inspected the device and replaced the graphical user interface (gui) keyboard. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.